Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redw0460 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the catheter was occluded and removed unexpectedly after thrombolysis measures did not work. It was found that the catheter was damaged near the valve at the tip. No other information was provided.